Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Visual inspection was performed and the samples were intact and undamaged. A sample was opened and dispensed without incidence. No damage, defects, or anomalies were observed.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. A visual inspection was performed of the foil packets. The packets and sales carton/sleeve show some denting and bending that were possibly from shipping. There is no major damage or discoloration that indicates an issue with the foil packets. Nothing was observed that would indicate an issue with their sterile barriers.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. Following the procedure, the patient experienced an infection and suture did not absorb as expected. Additional information has been requested.